Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline patient) was confirmed. As received, the electrode belt failed to baseline. Upon investigation, brown (lead +1) wire was intermittent between ECG "a" and ECG "b". The root cause for the damaged wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. See crf-63953. No adverse event resulted from the defective electrode belt.

Event description:
Electrode belt sn (B)(4) was evaluated at the distributor and reported that it could not baseline.